Manufacturer narrative:
D.10 samples received: (B)(6) 2020. Device evaluation h.6 investigation summary: three samples were returned to our quality team for investigation. All product was evaluated, no defects or damage observed, the protector fit securely to the vial, and there was no damage noted on the membrane or needle of the protectors. When inspecting the samples, a foreign particle was found in only of the products. Fragmentation testing is performed according to procedure, to evaluate any particulates generated after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed and additional retained samples could not be investigated. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Based on the available we are not able to identify a definitive root cause at this time. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence.

Event description:
It was reported that bd phaseal¿ protector (p55) had a fragment of coring. This occurred on 3 occasions during use. The following information was provided by the initial reporter: when preparing paclitaxel, coring occurred. Customer collected fragment of coring. Please investigate p55 and injection part of the vial.

Manufacturer narrative:
H.6. Investigation: three samples and one photo were returned to our quality team for investigation. All product was evaluated, no defects or damage observed, the protector fit securely to the vial, and there was no damage noted on the membrane or needle of the protectors. When inspecting the samples, a foreign particle was found inside one syringe, no other particles were observed. When reviewing the photo that was provided of the foreign matter, the particles do not belong to the stopper of the vial or the protector membrane. It appears the fibers are originating from the syringe. Fragmentation testing is performed according to procedure, to evaluate any particulates generated after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed and additional retained samples could not be investigated. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Based on the available information we are not able to identify a root cause related to coring or our manufacturing process at this time.

Event description:
It was reported that bd phaseal¿ protector (p55) had a fragment of coring. This occurred on 3 occasions during use. The following information was provided by the initial reporter: when preparing paclitaxel, coring occurred. Customer collected fragment of coring. Please investigate p55 and injection part of the vial.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd phaseal¿ protector (p55) had a fragment of coring. This occurred on 3 occasions during use. The following information was provided by the initial reporter: when preparing paclitaxel, coring occurred. Customer collected fragment of coring. Please investigate p55 and injection part of the vial.